Event description:
It was reported that the patient felt like her stimulator was on when it was turned off. It was noted that about two weeks ago, the patient turned her stimulator on and then turned it off, but the stimulator stayed on for 15 minutes after it was off. It was noted this happened again a couple of days later and it stayed on for an hour after she turned it off. The reporter noted the patient used the patient programmer to confirm the device was actually off. It was noted the patient¿s stimulator was for her left side. The reporter noted that the sunday after her stimulator stayed on for an hour, she left like the stimulator was on and stimulating the right side. It was noted the patient thought she was having a stroke or heart attack and went to the emergency room. The reporter noted the patient was scheduled to see the health care professional on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).